Event description:
It was reported that the patient was in the emergency room and device interrogation showed an electrical reset occurred and device parameters showed vvi pacing at 50. The device reset was cleared and a manual charge time was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).